Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for analysis. The reported material deformation was able to be confirmed. The reported tip detachment was able to be confirmed. Based on a visual inspection of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. Based on the information provided, a definitive cause for the reported difficulties cannot be determined; however there is no indication to suggest a product quality issue with respect to manufacture, design or labeling. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no evidence to indicate the presence a potential quality issue with respect to manufacture, design or labeling. (B)(4).

Event description:
It was reported that before use, a 2.25x18mm rx xience prime stent delivery system (sds) was noted to have flared stent struts. The device was not used and there was no patient involvement. Another 2.25x18mm rx xience prime sds was used to complete the procedure successfully. There was no clinically significant delay in the procedure. Return device analysis revealed that the distal tip was separated at the distal end of the distal balloon seal and was not returned. Follow-up information from the account indicates the tip separation occurred during use and no resistance was noted during advancement. There was no reported adverse patient effect; however, it could not be confirmed if the separated tip was removed or still remains in the patient. No additional information was provided.